Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in a bd¿ syringe with bd luer-lok¿ tip. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no related issues or defects were found in DHR. No quality notifications were issued for this batch number. No sample was available, but a photo was provided showing embedded foreign matter in the plastic of the syringe. Investigation conclusion: embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components.